Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: myocardial infarction is considered permanent damage. Device issue: no device malfunction has been reported. It was reported that during the clinical study procedure, the 3.5 x 18 mm xience v stent was deployed in the mid right coronary artery (rca) lesion. After the procedure, the pt experienced no reflow and the pt had chest pain and was treated with cardizem and ntg (nitroglycerin) and flow was restored. Cardiac enzymes were found to be elevated. In 2009, the clinical evaluation committee (cec) review results determined the event to be a non q-wave myocardial infarction. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - in 2009, the cec review results determined this event to be a non-q wave mi. Mi, angina, and occlusion in the IFU are known adverse events associated with coronary stenting and not necessarily an indication of a product quality issue. Additionally, mi is listed in the risk assessment as no-fault post procedural complication. It is likely the angina and enzyme elevation are a secondary effects of the occlusion which was treated with medication. In this case, a conclusive cause for the reported pt effects, and the relationship to the products, if any, cannot be determined.